Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged display pcb (printed circuit board). No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. The device was visually inspected and functionally tested. During service, the display pcb (printed circuit board) was found to be damaged; the cause was undetermined. To correct the condition, the display pcb was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.